Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was admitted into the hospital due to high blood glucose of 530 mg/dl in 1st week of october and customer got email that the piece of insulin pump that hold reservoir in was not on insulin pump any more. Customer was treated with intravenous. It was unknown whether the customer using automode. Customer declined troubleshooting for reported event. Insulin pump will not be returned for analysis.